Event description:
A report was received that the patient underwent a pocket revision due to pain caused by the ipg being superficial. The physician repositioned the ipg two to three inches lower in the buttocks and the patient is reportedly doing well.